Event description:
It was reported that interrogation of the pulse generator resulted in the message -erroneous values present-. The device was reprogrammed successfully and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.